Manufacturer narrative:
The customer's reports were observed during initial testing at zoll japan. However, the device was returned to zoll medical corporation and the device was put through extensive testing without duplicating the reports with the device. The monitor board was replaced as a precaution and scrapped. The device was recertified and returned to the customer. Review of the logs showed no critical errors. The batteries used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.